Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, after firing the device, the staples were loose and a few were part closed. Also, the knife blade had not gone through the bowel. The bowel had no staples in it. Another device was used to complete the procedure. There were no adverse consequences for the patient.